Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact returned the device to the service center with a report of during preventive maintenance testing the device did not pass the battery recondition test and the overheating test. This does not indicate a reportable malfunction. However, during verification testing at the service center the ground prong on the power cord plug was found missing.